Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7082591. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7082604. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) never worked well for the patient. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.